Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. This is 1 of 3 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced sensor updating/sensor glucose not available, sensor glucose vs. Blood glucose, unexpected suspend [low sensor glucose]. Harm reported, with no reported allegation of a device malfunction. The customer reported, hypoglycemia, hemorrhage/blood loss/bleeding treated with glucose/carb intake, no treatment. Customer reported, the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-7040a, mmt-7040a, mmt-332a, mmt-242a, mmt-1884, mmt-7040a. Customer was using the auto mode/smartguard feature at the time of the event. Customer reported, low blood glucoses. Customer does not feel ok to troubleshoot. Customer is reporting a discrepancy between sensor glucose and blood glucose, which is not within range. Troubleshooting was performed. Explained sensor may have no longer been responding to glucose changes. Customer reported, a skin issue. Not associated with product insertion site. Customer reports receiving a sensor updating /sensor glucose value not available alert. Advised to replace sensor as behavior has been occurring longer than 3 hours. No further patient complications were reported. No product return is required for mmt-7040a, no product return is required for mmt-7040a, no product return is required for mmt-332a, no product return is required for mmt-242a, no product return is required for mmt-1884, no product return is required for mmt-7040a.